Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The manufacturer received information alleging patient has nose irritation, skin irritation, respiratory tract irritation and "cancer." At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.